Event description:
It was reported that during a gynecological procedure, the motor drive unit was making a loud noise and the disposable would not connect properly to the unit. The motor drive unit was replaced and the case was completed without any patient consequence.

Manufacturer narrative:
Conclusion: the actual motor drive unit involved in this event was returned for evaluation. Upon visual and functional evaluation, it was found that the cpc connector and front washer assembly were shifted, causing mis-alignment of the connector to the motor coupler. The insert in the motor coupler was extremely worn, and it was possible to insert the morcellator cable into the coupler without it being seated correctly, and the cable would not rotate properly with the coupler.